Event description:
Info received indicates a nurse call cannot be placed from the bed due to two broken pins on the nurse communication cable connector.

Manufacturer narrative:
The technician replaced the communication cable to repair the bed.